Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received five inappropriate shocks while quickly walking and was subsequently hospitalized. Upon review, it was determined that the inappropriate therapy was delivered due an intrinsic change in the patient's qrs complex that was subsequently oversensed. The physician performed exercise testing, which was able to reproduce the change in morphology due to aberrant conduction, and a new sensing template was acquired to resolve the event. The patient was discharged and is continuing with remote monitoring. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.